Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. The customer reloaded the existing cartridge and received a minimum fill notification. Reportedly, the cartridge was filled with 180 units a day prior. The customer declined further troubleshooting with tandem technical support.